Event description:
It was reported during a diagnostic colonoscopy while patient was sedated and device was in use; the video system center presented a b30 error and displayed a complete snowy screen. Procedure was aborted mid-way through due to the surgeon not being able to view from the camera. Patient was discharged home. No patient harm was reported. This is report 1 of 2.

Manufacturer narrative:
Additional information regarding the involved scope has been requested; however, no further information has been received at this time. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.